Event description:
For the past 2 months, the pt felt a painful burning sensation around the implantable neurostimulator and down his left side, when he turned the device on or off. The pt had an appointment to see an orthopedic surgeon. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.